Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The low shock impedance measurement was seen within the memory. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that during the implant procedure the subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited low shock impedance measurements of 22 ohms when a 10 joule commanded shock was given. Another commanded shock was administered with the same result. The x-ray revealed that the system was in a good position. It was further noted that the experienced difficulty inducing the patient and that the patient was very small in stature leaving a shorter distance and tissue between the electrode and device. A new electrode was placed and the shock impedance measurement was 24 ohms. A new s-ICD was placed and the shock impedance remained 25 ohms with the commanded shock. They continued to experience difficulty inducing the patient. The first s-ICD and electrode were attempted and not implanted while the new s-ICD and electrode remained implanted with the low shock impedance measurements. No adverse patient effects were reported.